Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Update not performed in d4 to include UDI due to discontinuation of model of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon (1) "power cannot be turned on" occurred due to faulty printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition lcd monitor did not power up, unable to turn on. The issue was found during preparation before use inspection in an unknown diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device was not powered on due to faulty power cable supply. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.